Manufacturer narrative:
Device evaluation- the device history record was reviewed for the reported lot number. The review showed no related observations identified to suggest the reported issue was observed during production. One used device was returned for evaluation. The device was given functional testing to check for cuff leakage. The testing performed over 12 hours showed the device cuff had deflated, indicating a leak in the inflation system (cuff and pilot line). Further testing determined the leak source was at the cuff area. The investigation was unable to establish the cause of the leak identified. The manufacturing facility performed a review of reported inflation system leaks and did not identify any adverse trends.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical tracheostomy had air leak from the cuff during use. No patient injury.